Manufacturer narrative:
(B)(4). A follow up MDR will be submitted following evaluation.

Event description:
A peritoneal dialysis (pd) patient reported he was in the hospital with peritonitis but was unsure how he had acquired it. During follow up the patient's pd nurse reported the patient had been hospitalized on (B)(6) 2016 for symptoms of peritonitis including abdominal pain and cloudy effluent. He was diagnosed upon admission. The patient had a yeast based skin infection under his panniculus. The pd effluent culture results were a match for the yeast found there. The patient was given antifungal treatment but had to be transitioned to hemodialysis. He is not expected to return to pd treatment. The patient has a history of poor sterile technique. The patient will transition to in center hemodialysis. During additional follow up the patient's pd nurse reported that he had been discharged on approximately (B)(6) 2016. He has transitioned to hemodialysis. Medical records have been requested.

Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification. Medical records have not been made available. However, the peritoneal dialysis nurse reported the patient had a history of poor aseptic technique.